Manufacturer narrative:
A ge service representative performed an on site investigation. The reported issue could not be duplicated. The hard drive was installed during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported the system had multiple problems saving and storing images. There was no patient injury or death reported.